Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 7071538/7071478.

Event description:
It was reported that the patient was having difficulty charging the ipg. It was also stated that the patient was experiencing inadequate stimulation. The patient underwent a procedure wherein the ipg and leads were replaced. The patient was doing well postoperatively. The explanted device components was retained by the medical facility and will not be returned.